Event description:
Received report of port popping out of monitoring line. A patinet had a (site unspecified) monitoring line inserted for cardiac surgery. The line was used to withdraw a blood sample by drawing back on the syringe to pull off IV fluid, and a sample was drawn. When the practitioner went to inject the fluid from the syringe back into the patient, the 1st port blew off, causing possibly 5-10cc blood loss. The line was clamped off and part of the tubing changed to solve the immediate problem. No patient harm reported.

Manufacturer narrative:
Non conformance confirmed on the monitoring kit with safeset ports received for evaluation. The problem experienced was due to the neck of the safeset port relaxing which allowed the bung to be expelled. The exact cause of this non conformance could not be determined. An invesgtigation of possible causes which may have contributed to this problem has been initiated.